Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the 840 ventilator had an oxygen sensor error during short self-testing (sst). There was no patient involvement at the time of the reported condition. A covidien field service engineer (fse) inspected the device and found several oxygen sensor error codes in the memory log. To address the failure, the fse replaced the oxygen sensor. The fse performed self-testing on the device and all tests passed.